Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the 006 ¿stuck key¿ code was seen on the patient programmer (pp). The patient resolved the issue by taking the batteries out and reinserting them. After the patient changed the batteries for his pp, the lying positions for adaptive stim changed from 1.x to 0.1. The patient stated that the adaptive stim change was likely due to user error. This issue was discovered three days prior to the report. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.